Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red bumpy rash under the front therapy electrode. The patient's doctor prescribed the patient a topical treatment for the rash. Follow up indicated that the patient's condition improved.